Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed.  The reported problem (service code 104, sd card fault) was confirmed.  Upon investigation the monitor was received with contamination. Contamination was discovered on the pcb components, j101, j502, u201, lcd200, on the ca board. The cause for the service code 104 was contamination on the j101 component. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was receiving service code 104 (sd card fault).